Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity warning on the right ventricular (rv) lead. Interrogation noted episodes of oversensing and simultaneous noise on both the atrial lead and right ventricular (rv) lead electrogram channels. Review of the episodes noted that they appear to be electromagnetic interference. Reprogramming was done and the device remains in use. No patient complications have been reported as a result of this event.